Event description:
Pediatric patient receiving CPR. Multi-function defibrillator pads when separated from the plastic protective liner, left the gel material adhering to the plastic liner. Gel material did not remain attached to the actual electrode. Multiple packages were opened and checked, and several were faulty. Most packages had 2008 expiration dates, but some had 2009 and 2010. All remaining expiration 2008 pads removed from patient care areas and replaced with packages with later expiration dates. Materials management personnel will contact manufacturer and request replacement for all product with 2008 expiration dates. Materials management manager also stated that warehouse area where product is stored is maintained within recommended temperatures. All patient care areas are also maintained within recommended temperature range.